Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device was returned for analysis. Returned product consisted of a 6f long guidezilla 2 guide extension catheter. The device was bloody. The hypotube, collar, distal shaft and tip was microscopically and tactile inspected. Inspection revealed a partial separation at the collar and numerous kinks in the distal shaft. The max outer diameter (od) of the tip, an the undamaged distal shaft, was measured with a calibrated micrometer. Both measurements met the guidezilla specifications. The damaged portion of the shaft exceeded the guidezilla specifications. Functional testing could not be completed due to the damage to the shaft at the collar (separation). The damage to the collar is consistent with torsional force, and is consistent with difficulties advancing through a guide catheter. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 08-may-2018. It was reported that the guidezilla failed to pass through the guide catheter. The moderately tortuous target lesion was located in the right coronary artery (rca). A 6f guidezilla¿ ii long guide extension catheter was selected for use for a vascular endoscopy procedure. During the procedure, a non bsc guide catheter was engaged to the target lesion. Then the physician attempted to advance the guidezilla¿ ii through the guide catheter, but it failed to pass through the device, and it did not come out of the distal end of the non bsc guide catheter. The procedure was completed with another of the same device. No patient complications were reported. However, device analysis revealed a partial separation at the collar.